Manufacturer narrative:
The insulin pump alarmed with a button error alarm and there was no button response due to moisture damage on the keypad traces. There was also minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked battery tube threads. The displacement test was unable to be performed due to the keypad anomaly. (B)(4).

Event description:
Customer reported via phone call that she put her insulin pump on suspend, took it off, and showered, and when she was done the device alarmed with a button error. The patient's blood glucose at the time of incident was 355 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues, but that she does keep the pump in her pocket. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.